Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A technician is reporting a patient with blurred vision and postoperative corneal erosion of the right eye one week following photo refractive keratectomy (prk) treatment. The patient reports improved comfort after second bandage lens removed. The patients symptoms resolved one week following onset and no further follow up appointments are expected.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications on this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4)